Event description:
It was reported that a clearlink duo-vent continu-flo set leaked from its port. It is unknown which of the set¿s ports this occurred at. This occurred during patient infusion of adenosine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A second evaluation was performed on the sample. Visual inspection during the second evaluation revealed that the possible crack in the y site housing was liquid inside the housing. An additional pressure test was performed; no malfunctions or abnormalities were identified. Since the product was found to be leaking during the first evaluation before pressure testing but not after, the cause of the leak was determined to have been caused by a misaligned clearlink gland that repositioned itself during pressure testing and created a full seal in the housing. The misaligned clearlink gland was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation out of its pouch and primed. Visual inspection found no obvious defects. A functional test was then performed by spiking the set into an in-house, 1000 ml solution bag, repriming, and observing for leakage. This identified a leak from gland area of the 2nd y-site. Microscopic inspection of this y-site identified what appeared to be a crack in the y site housing. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.